Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device was found to have loose components, guide sleeve was loose from housing, corrosion on internal parts and an unknown substance on the ball bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear due to loctite degration which is from wear and improper cleaning and care (failure to follow cleaning and maintenance instructions per the directions for use). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an ankle surgery, it was observed that the coupling device came unscrewed and the gears fell out. It was reported that all of the pieces were retrieved and none had fallen into the patient. There was no delay to the surgical procedure as a spare device was available for use. It was reported that the procedure was completed successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.